Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that approximately 7 months post convective radio frequency water vapor thermal therapy of the prostate, the patient has had persistent burning sensation during ejaculation. No further information was provided.